Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy, the device would not close after the anvil was purstringed into the proximal colon and male anvil was advanced through rectum and the two were married. Failure to re-approximate the male and female end, required re-insertion of male anvil twice. There was a leak which was oversewn. No leak after repair, but a protective loop ileostomy was fashioned to protect the anastomosis.